Event description:
The pt replaced the batteries in her patient programmer and experienced a shocking or jolting sensation. The pt "jumped" and had pain in her buttocks since then. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).